Manufacturer narrative:
Section b1: product problem box checked as yes. Section b2: required intervention, hospitalization added. Section h10: additional information received on november 19, 2024. It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was recorded as low, and the meter bg reading was not known. As a result of the auto-bolus, customer's blood glucose (bg) level lowered. Customer fell and hit their head. Bg was addressed via consumption of carbohydrates. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin and saline were administered. Low bg resolved. Customer was discharged on (B)(6) 2024 with no injury. System check with technical support did not identify any issues with the pump or related supplies. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. Section d catalog number, serial number and UDI number section d catalog number, serial number and UDI number

Manufacturer narrative:
Additional information received june 12, 2025. Customer was out for meal in the evening and did not have sensor on at this time. Pump working using background setting to deliver insulin. Customer arrived home and put new sensor on in the evening. After the 2 hour warm up, the sensor read an elevated bg. Insulin pump recognized this elevated reading from sensor and offered a correction dose of insulin for patient to take through pump. Customer accepted this bolus from pump and went to bed. Looking at pump history, this reading was not accurate. Within 30 minutes -1 hour, the sensor read a significantly lower blood glucose reading. If sensor had originally read this lower reading, the correction dose of insulin would not have been offered by the pump. The customer's blood sugar dropped rapidly and customer became hypoglycaemic while asleep. Pump low bg alerts annunciated; however, due to the rapid drop of blood sugar, the customer was not well enough to respond to these. Customer had a seizure and emergency services were called.

Event description:
It was reported that the pump offered the user a correction bolus. After delivery of the bolus, the user experienced a low blood glucose event resulting in hypoglycemic seizures.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.